Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. E.1. Initial reporter facility name: (B)(6). H4. Device manufacture date: unknown. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k222591. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic) there was no growth of helicobacter cinaedi seen in one bottle. No adverse impact was reported regarding the patient or user at this time.

Event description:
It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic) there was no growth of helicobacter cinaedi seen in one bottle. No adverse impact was reported regarding the patient or user at this time.

Manufacturer narrative:
Investigation summary: catalog: 442023 batch no. Unknown customer reported no growth while using bactec product. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed. No correctives actions were required. Quality control certificates list test organism, including atcc¿ culture specified in the clsi standard m22, quality control for commercially prepared microbiological culture media for expected atcc performance. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.